Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection of the set revealed a crack on the female connector of the set which induced the reported leakage observed by the customer when priming. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition was attributed to raw material issue. Baxter has conducted a trend review and did not find any similar reports for the reported problem. However, baxter will continue to monitor this condition to determine if further action is needed.

Event description:
The customer reported to baxter (B)(4) an extension set with luer lock adapter that was found to be leaking from the female end where it joins the needle . A different batch was then used and it occured again. The condition occurred during set-up and there was no patient involvement. No patient injury or medical intervention was associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.